Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely low tsh result was obtained on a patient sample on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced and aligned s1 mixer, aliquot drain and probe; performed alignment; ran scratch test, quick check, service methods and quality controls, resulting acceptably. The cause of the discordant, falsely low tsh result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low thyroid stimulating hormone (tsh) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was flagged with "below reference range" and was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tsh result.